Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additional information was not received. The customer declined further follow up from tandem technical support. Customer¿s blood glucose level was 220 mg/dl.